Event description:
It was reported to philips that the device's battery was not recognized. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
An international service engineer (fse) confirmed the reported issue. The international service engineer replaced the battery to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. The battery was scrapped by the customer.